Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the black box and alarm history revealed several ¿call service (cs)145 and cs147¿ occlusion alarms due to high force. The ¿ez-prime¿ steps were performed correctly; there were no ¿cs145 and cs147¿ occlusion alarms or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions was found to the fs circuit. The product performed within specification and the reported ¿occlusion issue¿ complaint was unable to be duplicated during investigaiton.